Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and infection (treatment of the infection unknown). The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on may 19, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence over incision site. The cultures returned positive for cellulitis. Subsequently, the patient was treated with 3 rounds of IV antibiotics at the surgery, as well as oral and topical antibiotics (specific date and duration not reported). This report is submitted on june 26, 2023.